Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while advancing the benchmark into the patient, the benchmark kinked; therefore, it was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was kinked approximately 112.0 and 112.5 cm from the hub. The device had multiple ovalizations approximately 112.5 ¿ 120.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a kink on the distal shaft. Further evaluation revealed ovalizations on the distal shaft. If the device is forcefully pinched or gripped during handling, damage such as ovalizations may occur. During functional testing, the benchmark was unable to be advanced through the hub of a demonstration neuron max due to the ovalizations on the distal shaft. The ovalizations may have contributed to the resistance experienced during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.